Manufacturer narrative:
The microcatheter used in the procedure was not evaluated as a part of this evaluation; therefore, the investigation could not determine if it had caused or contributed to the reported complaint. The implant was the only component received for evaluation. The investigation of the returned coil system found the implant severely stretched, tangled, and damaged with the monofilament still attached at the marker band. The distal ball was measured to be within spec. The investigation found the monofilament with a tensile/stretched tail shape at the tip, which is consistent with the device experiencing excessive force that exceeded the strength of the monofilament causing the implant to separate from the pusher. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Manufacturer narrative:
A search for non-conformance associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The analysis is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during an embolization treatment of an ovarian vein, the 4th coil detached in the microcatheter during advancement. A snare was used to remove the coil. No patient harm was reported.